Event description:
It was reported that the ilet user experienced a blood glucose reading of 221 mg/dl while asymptomatic after an attempted switch to an inset infusion set, during which the set was applied incorrectly. The first site change failed due to adhesive folding, after which a second attempt was successful, and insulin delivery resumed. Symptoms included hyperglycemia without reported clinical effects. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, a usage problem involving an improper or incorrect procedure, and involvement of the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event.